Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the doctor indicated everything went find during altis case. The patient felt a pop when sitting back in a chair at home post operation and felt extreme pain. The pain has not subsided. Doctor indicated next step is an MRI for the patient.